Event description:
Right front caster became dislodged, causing this cart to tip and hit pt. The pt suffered a minor abrasion but the rescue could have been much more severe because of the weight of the cart. Upon examination, 3 casters (including the dislodged one) were found to be loose. Standard engineering practices would call for the use of threadlocker to assist in securing caster bolts to the frame. There is no evidence of threadlocker being used in this application. The unit was installed in 2001.